Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of consciousness. The right ventricular (rv) lead exhibited possible fracture, noise, rise in impedance, rise in threshold and pacing failure. The lead was capped and replaced. No further patient complications have been reported as a result of this event.